Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the reported complaint. Failure analysis found the primary failure of broken main tube broken be related to the customer reported complaint. For clarification, the instrument was found to have the main tube broken. A piece measuring proximately .058¿ x .074¿ was not returned with the instrument. This failure is most commonly caused by mishandling/misuse. Additional observation not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.073¿ - 0.105" in length and were not aligned with the tube axis.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the tip of the cadiere forceps was found bent while it was in-use by the doctor. The doctor tried to straighten the instrument tip, but it did not work. The customer decided to pull the instrument out with the cannula. A backup cadiere forceps instrument was used to complete the procedure with no patient harm.